Event description:
Following a bilateral corotid angiogram, the radiologist attempted closure the ateriotomy site with the closer tsl 6 fr. Device. A sheathogram was not obtained. The device was deployed and the sutures were harvested. While using the knot pusher, the rail suture broke as the knot was being pushed down to the access site. Manual compression was held for approximately 15 minutes to achieve hemostasis, at which time it was noted that the distal pulse was weakened. The left groin was accessed to diagnose the problem, and a 3.2 cm clot was noted in the artery at the site of the prior insertion of the closer. The pt was taken to surgery where a localized dissection extending 1 inch on either side of the ateriotomy was found. The surgeon stated that it appeared that the intimal wall had been pushed in and that the resultant flap of tissue had been sewed back onto the wall. The flap was stitched into the proper position resulting in restoration of the pulse in the foot. The pt recovered without further incident. It is inconclusive as to whether or not the device caused the dissection because no sheathogram was performed prior to insertion. The fact that the suture broke while closing the arteriotomy is most likely irrelevant to the clot formation.